Manufacturer narrative:
(B)(4). Customer returned pump for an alleged crack at the back on the battery compartment. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection serial number label fading, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Blank display due to misaligned battery tube. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back side of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.